Event description:
This male patient had three cypher stents implanted in his right coronary artery following an inferior myocardial infarction. Post-procedure, he was prescribed plavix for three months. Approximately 32 months later, he suffered thrombosis in the previously stented segment and a myocardial infarction.

Manufacturer narrative:
Complaint conclusion: information contained in a legal file indicated that a patient experienced a thrombotic event and myocardial infarction after having coronary artery stents implanted. The patient had three cypher stents implanted in the right coronary artery for an acute myocardial infarction. The patient was prescribed plavix for three months following the procedure. Approximately thirty two month after the stents were implanted the patient experienced a thrombotic event with myocardial infarction. There is no other information available regarding the event, procedure, lesion or patient. The products were implanted and not available for analysis. The sterile lot numbers for the devices are unknown, therefore, a device history report review cannot be performed. Thrombosis and myocardial infarction are known potential adverse events associated with implanting coronary artery stents. With the limited information provided it is not possible to determine what may have contributed to the event. Because no conclusion can be made regarding the reported event, no corrective action is needed at this time. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2010-00272, 3003742446-2010-00273 and 3003742446-2010-00274.